Manufacturer narrative:
A ge service rep performed an on site investigation and the reported problem was not present. Based on symptoms the hard drive was replaced and the system software and configuration were reloaded. The system was tested and operates as intended.

Event description:
The customer reported the 6600 system was locking up while attempting to fluoro. No pt injury was reported.